Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer slip syringe plunger was difficult to move during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe presents difficulty in sliding the plunger, there is much resistance for the administration of medications."

Event description:
It was reported that the bd plastipak¿ luer slip syringe plunger was difficult to move during use. The following information was provided by the initial reporter, translated from portuguese to english: "syringe presents difficulty in sliding the plunger, there is much resistance for the administration of medications."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.